Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that three weeks after an afib case that took place on (B)(6) 2013, the patient was admitted to the hospital for fatigue, shortness of breath, and chest discomfort. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and over 1l of fluid was removed. In addition, a pericardial drain was left and approximately 6ml of fluid were collected. Caller reported that the pericardial effusion resolved and that the patient was discharged. Additional information was received regarding the event. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. There is no information about the hospitalization.